Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter; product ID 85 90-1, lot# n499422, implanted: (B)(6) 2014, product type: accessory. (B)(4).

Event description:
It was reported that the patient¿s health care professional (hcp) turned up the pump and it was not working. The patient¿s status at the time of report was alive ¿ no injury. The patient experienced less than 50% therapy relief. The location of issue or symptom was an unknown location. The patient¿s pain was the same or not much better than before implant. The patient had an appointment scheduled with their health care professional on (B)(6) 2015, which was later rescheduled for (B)(6) 2015. The pump was used to infuse morphine. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
It was later reported that the patient did not have an appointment with their health care professional (hcp) on (B)(6) 2015. The hcp was not sure why the patient would report her pump was not working. The hcp thought that the patient maybe just expected it to be therapeutic immediately versus requiring slow titrations. The hcp office reported the patient had been in for refills and was reported as doing fine.